Manufacturer narrative:
Correction: weight should have been 180 lbs rather than 200 lbs.

Event description:
Additional information indicates both s1 leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The cause of the event is consistent with damage, during use.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33115. It was reported the patient has a partial lead left implanted in them. Surgical intervention may take place at a later date where for physician to remove the partial lead and implant a new lead. Note: it is unknown which lead was cut and left implanted, as such both leads are being reported.